Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported string was not available for removal and the tampon was stuck inside. Consumer alleged this caused her to have a panic attack and she almost had to go to the hospital. Multiple attempts have been made to obtain further information. No further information has been received.